Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011 and that a revision procedure was performed on (B)(6), 2012 to replace the tibial bearing due to infection and increased crp parameters. A subsequent revision occurred five days later on (B)(6), 2012 to remove and replace all components with a spacer due to ongoing infection. The surgeon noted the bearing showed signs of abrasion and scratches.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." The product identification necessary to review manufacturing history was not provided. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2012-00292).

Manufacturer narrative:
Lot number information received. Review of device history records show that lot released with no recorded anomaly or deviation.